Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details to date; it appears that clinical and or procedural factors may have impacted on the reported event. If there is any further information received, a follow-up medwatch report will be filed.

Event description:
Renal angioplasty / stent procedure. Express sd stent was prepared as per dfu, balloon was prepped with 50/50 contrast saline, and guidewire channel was flushed using heparinised saline. Thruway guidewire was placed inside introducer sheath and in left renal artery, and then wipe with a wet gauze. As the doctor began to back load the express sd stent onto the thruway wire there was noticeable friction to the point where the stent balloon would not advance along the wire. When the doctor tried to pull the stent balloon back the balloon catheter begain to stretch and he was unable to remove it off the wire. The doctor then removed both the stent balloon and thruway guidewire and had to reinsert a different guidewire (victory 014) and express sd and complete the procedure.

Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically used 190-018 short taper g.w.; returned coiled, loose and single-bagged within a "zip-lock" style poly biohazard pouch. The returned specimen presents bends/kinks and offset coil damage from 0.15 to 3.88cm from the distal tip and a bend damage located 80.0 to 86.0cm from the distal tip with camber over the remainder of the wire shaft. The damage presented to the distal 3.88cm appears consistent with the device entering into a prolapse condition under constraint. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. At this time it is not possible to confirm the complaint or assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, procedural and/or clinical factors appear to have impacted on the event as reported.